Manufacturer narrative:
Summarize: the customers reported issue of administration line containing air that nearly reached patient was not reproduced during this investigation. The source administration set was not returned for investigation. Review of the returned pcu and pump module logs observed the device not in use on the reported event date of (B)(6) 2020. Review of the logs observed the pump module was initially programmed on (B)(6) 2020 with the air in line bolus limit set at 50 land the accumulated air enabled. A tpn continuous infusion occurred from 10 february to 25 february 2020, on (B)(6) at 2:33 pm and at 2:41 pm the source pump module alarmed for air in line and at the source pump module was channeled off at 2:44 pm. The air in line threshold test method was performed on the pump module. No anomalies were observed with the air detection system. The device was alarming within specifications. Internal and external inspection observed no anomalies with the returned pump module. The device was being used for treatment purposes. The probable cause of the customers reported administration line containing air that nearly reached patient was not determined. The source administration set was not returned for investigation. The device was alarming within specifications. Sample inspection: the pump module was received with instrument seal missing. The right (male) iui was observed with corrosion. The left (female) iui was observed with dry fluid residue. Internal inspection observed the rear case to be from third party and the bezel assembly was observed with corrosion and date code of (B)(6) 2008. No anomalies with any of the electrical or mechanical components. The customer did not return the administration set. Log analysis results: initial programming of the source pump module occurred on (B)(6) 2020 the profile in use was v53.02042020 .hematology/oncology, tpn (261) was programmed with a rate of 25.8ml/h and a vtbi 300ml/h with the source pump module ail bolus limit at 50ul and accumulated air enabled. On (B)(6) 2020 pump was removed and reinstalled tpn (260) was programmed with rate 11.1ml/h and vtbi 100ml. On (B)(6) 2020 at 12:51 pm the infusion completed. The pvi at the time was 6407ml. At 12:52 pm vtbi of 400ml was entered and the infusion was started. At 2:33 pm the pump module alarmed for air in line. The pvi at the time 6457ml. At 2:40 pm the user silenced the pcu, the door was closed, and the user restarted the pump module. At 2:41 pm the pump module alarmed for air in line. The pvi at the time 6457ml. At 2:42 pm the pump module was restarted, alarmed for flow stop open, alarmed for door open and the pcu was silenced. At 2:44 pm the pump module alarmed for check IV set and the module was channeled off. Pvi at the time 6457ml. Test results: no irregularities were observed with the air detection system of the returned pump module. The system alarmed appropriately for air as required. Test methods: air in line threshold test method, 1503-001-002-r (dir (B)(4)) was used for testing the air in line detection system. Device history review: a review of the device history record showed the device had a manufacture date of 10/08/2008. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the s/n (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that a pump alarmed for air-in-line (ail) while the patient's beside nurse was in computed tomography (CT). The alarm was silenced and the pump was restarted by another nurse. The pump alarmed ail once more and the other nurse noted the intravenous (IV ) bag was empty and the line contained air that nearly reached the patient's peripherally inserted central catheter (PICC) line. The pump was stopped, PICC clamped, and beside nurse was notified. The customer stated no further information is available.